Event description:
The pt had been referred for repeat cardiac catheterization and coronary angiography. They have known artherosclerotic coronary artery disease having undergoing stent placement of a severe 90% proximal lad stenosis in 2002. Two cordis hepacoat stents were placed at that time. They were placed in tandem of the proximal lad in the region of the first septal perforator and the first diagonal artery. In 2003, the pt presented with 1-vessel coronary disease and stable angina (ccs2). The pre-procedural medications were asa and anti-anginals. The pre-procedural cardiac enzymes drawn in a day before were as follows: crp not done, ck normal, ck-mb not done, and troponin not done. There was no pre-procedure lipid profile available. The target lesion was an irs lesion with a cordis non hepacoat stent restenosis of native mid lad coronary artery (vessel diameter 2.5 mm, lesion length 20 mm). The lesion is characterized as: class 1, non-ostial, non-occluded, no bifurcation, smooth contour, readily accessible proximal segment, no angulation, concentric, little or no calcification, and no thrombus was present. The intra-procedural medications include the following: unfractionated heparin 5000 unit bolus and integrelin 15 mg bolus over 2 minutes and 10 mg/hour infusion over 12 hours. The lesion was pre-dilated with a 15 mm x 2.5 mm balloon with a max inflation pressure of 8 atm. A cypher stent, 23 mm x 2.5 mm was deployed with a max inflation pressure of 20 atm with satisfying results. The drug eluting stent covered the more distal stent that had been replaced in 2002. The more proximal stent did not appear to have significant restenosis and therefore was not manipulated. The pre-procedural was 1.6 mm and diameter stenosis was 70% by visual estimate. The post-procedural mld was 3 mm and residual diameter stenosis was 10% by visual esimate. Timi flow pre and post-procedure was iii. There were no procedural complications. The post-procedure medication was a loading dose of plavix 300 mg 0-1 hour post-procedure.